Event description:
Complainant alleged that while attempting to defibrillate a patient the device displayed "system fault 36" message and would not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.